Event description:
It was reported by service report that the lift here labels were missing and the pt head right wheel was worn with the rubber separating from the caster. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift label, wheel.